Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, repeated recoverable errors occurred. The customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the error reoccurred each time they pressed ¿recover fault¿ button. The tse confirmed error 32100 in the logs. The tse had the customer power off the system and perform emergency power off (epo), but the error occurred upon powering up. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the single-port one axis manipulator controller (soam) board and egm pitch motor module, followed by performing calibration and verification procedures. The system was tested and verified as ready for use. Isi did receive a da vinci products involved with this complaint to perform failure analysis. The soam board was analyzed and the system logs showed 32100 IV monitoring errors associated with the brake, confirming that the fault occurred in the field. Visual inspection revealed no issues related to the reported event. The printed circuit assembly (pca) was tested on a golden system, where it functioned as intended. The soam was then left idling for approximately four hours, during which no faults or errors were observed. The egm pitch motor module was analyzed and the system logs recorded 32100 IV monitoring errors on the motor, indicating an issue related to the brake. Visual inspection did not identify any issues associated with the reported event. However, multimeter testing showed continuity between the brake leads and the motor housing.